Event description:
Air embolus via cardiopulmonary bypass machine while performing an atrial septal defect repair. Investigation in progress; preliminary info indicates an issue with the positive pressure relief valve on the oxygenator.